Manufacturer narrative:
The customer's test strips were requested for investigation, but these were no longer available to send. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant inr results when testing with coaguchek xs meter serial number (B)(4). At 8:46, a sample from the patient was tested using the meter, resulting in a value of 5.6 inr. During the same hour, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.15 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
It was reported that the patient received a replacement meter (serial number unknown) and received an additional discrepant result. At 9:03 on (B)(6) 2022, a sample from the patient was tested using the replacement meter with test strip lot number 56561313, resulting in a value of 3.9 inr. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.93 inr (patient time = 30.6 seconds, activity = 25.8%). The test strip lot 56561313 was requested for investigation, but was not available. The expiration date for test strip lot 56561313 was requested, but not provided.

Manufacturer narrative:
On (B)(6) 2022, the patient received an additional discrepant result when testing with the same meter and test strip lot number. At 9:40 on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.7 inr. At 10:01 a.m. On (B)(6) 2022, a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 2.60 inr (prothrombin activity = 36.3 seconds, prothrombin time = 24%). Within 4 hours of the other tests performed on (B)(6) 2022, a sample was collected from the patient and tested in a second laboratory using an unknown method, resulting in a value of 2.86 inr (patient time = 31.2 seconds, activity = 26.4 %). The customer's test strips were requested for investigation, but these were not available. A replacement meter was sent to the customer.